Manufacturer narrative:
Product analysis: the product specimen remains implanted. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that the day of implant of this annuloplasty band, the patient was admitted to the intensive care unit (ICU) upon being coagulopathic with excessive chest tube output. The previous sternotomy incision was opened and extensive clot was identified. There was a generalized coagulopathy and no specific major site of bleeding. Multiple rounds of blood patches were given. No further adverse patient effects were reported.

Manufacturer narrative:
The patient's weight and date of birth (year valid only) was received and the respective fields have been updated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.